Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced an infusion set cannula issue event on (B)(6) 2026. The infusion set cannula found to be tortuous and sg rising to 457 mg/dl, and patient was treated with a manual pen-type insulin. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed. This issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.